Event description:
Event description guidant received information that during a follow-up visit, this pacemaker exhibited loss of ventricular capture while the histograms were reset and printed. The issue was resolved after removal of the wand and re-interrogating the device. The issue could not be reproduced with further device tesing. It was noted that the patient has a slow underlying rhythm.